Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: tightening of breast mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with two 375cc mentor memorygel breast implants and suffered a left breast capsular contracture (baker grade 2-3) and tightening of the breasts, post-operatively. The left breast was raised and examination for small nodular cyst was also identified. As a result, the patient underwent revision surgery on (B)(6) 2022. During the surgery, the left implant was discovered to be ruptured. The left capsule was sent for pathology and a small biopsy was also done for the right breast. The implants were replaced with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9422184 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9765776 sn: (B)(4). This medwatch form is for the right breast prosthesis. Complications on the left breast have been reported under mrn: 1645337-2022-13986.